Event description:
It was reported that a routine follow-up appointment, a high, out-of-range shock impedance measurement (140 ohms) was observed from this right ventricular (rv) lead. Provocative maneuvers were performed, but no changes in shock impedance measurements was seen. Additionally, no noisy signals nor over-sensing had been elicited by the maneuvers. The physician elected to increase the shock impedance alert measurement and continue with normal follow-ups. The rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a routine follow-up appointment, a high, out-of-range shock impedance measurement (140 ohms) was observed from this right ventricular (rv) lead. Provocative maneuvers were performed, but no changes in shock impedance measurements was seen. Additionally, no noisy signals nor over-sensing had been elicited by the maneuvers. Recently, the shock impedance measurements were consistently elevated at 200 ohms. There was also evidence of increased rv capture threshold measurements. This data was forwarded to boston scientific technical services (ts) for review. Ts discussed that the gradual shock impedance increase and lack of noise episodes were consistent with encapsulation surrounding the lead, rather than an integrity issue. Nevertheless, it was recommended to assess the lead integrity via provocative maneuvers and isometrics at an in-clinic follow-up appointment. Commanded shock testing was also recommended should any abnormalities be noted during lead provocation. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a routine follow-up appointment, a high, out-of-range shock impedance measurement (140 ohms) was observed from this right ventricular (rv) lead. Provocative maneuvers were performed, but no changes in shock impedance measurements was seen. Additionally, no noisy signals nor over-sensing had been elicited by the maneuvers. The physician elected to increase the shock impedance alert measurement and continue with normal follow-ups. The rv lead remains implanted and in-service. No adverse patient effects were reported.